Event description:
It was reported that when using the bd pyxis¿ medbank tower the medication that needed to be issued was not displayed in the system.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the existing medication order had incorrect item thus item was not showing up. A technical support specialist showed customer on how to override an issue medication. The system functioned as intended after the technical support specialist investigated the device.